Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).   Device evaluated by MFR: a synergy ous mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. An attempt was then made to inflate the device to rated burst pressure using a handheld encore inflation device. It was not possible to inflate the device due to a leak at the partial break in the mid-shaft. A visual and tactile examination of shaft polymer extrusion revealed a partial break in the mid-shaft, 65mm distal of the hypotube/mid-shaft bond. The mid-shaft was bent at the site also. No device separation as the break was only partial. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Reportable based on device analysis completed on 21-sep-2017. It was reported that balloon inflation failure occurred. The target lesion was located in the mid left anterior descending (lad) artery. A 3.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion but the balloon failed to inflate. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed mid-shaft break.